Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed the right atrial seal plug was scraped. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. The most likely cause is induced damage during the implant process.

Event description:
It was reported that during implant of this implantable pacemaker, the right atrium connector was visibly damaged. The physician decided to not use this device and replace it with another one. No adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during implant of this implantable pacemaker, the right atrium connector was visibly damaged. The physician decided to not use this device and replace it with another one. No adverse patient effects were reported. The device is expected to be returned for analysis.